Event description:
It was reported that the patient has had an implanted intrathecal drug delivery system since 2022. In the first months after implantation, a very good effect of the therapy was observed. Over time, the patient began to lose the effect. Despite increasing the dose of the drug, therapy effect was not observed again and the patient completely lost the effect of baclofen therapy. There are no known factors that could have influenced the therapy. The diagnostics/troubleshooting performed was the pump's operation was checked by checking the history of the device's logs. A CT scan with contrast was also performed. The actions/interventions taken was the physician decided to replace the catheter. The surgical procedure was performed on (B)(6) 2023 and the pump segment of the catheter was replaced. In the days following the surgery, no effect of baclofen was still observed. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- with injury¿ with the injury being due to lost effect of baclofen therapy. The patient's age, weight and medical history was asked but unknown at the time of the report.

Manufacturer narrative:
References the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: unknown); product type: 0184-catheter; implant date ; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. It was reported that the patient's medical history of spasticity was a consequence of a spine injury resulting from a traffic accident. The pump serial number was provided with implant date of (B)(6) 2022. The catheter serial number was unknown with an implant date of (B)(6) 2022. The loss of therapeutic effect was first observed six weeks after the implant date, (B)(6) 2022, in early (B)(6) 2022. The results of the CT scan with contrast showed no abnormalities. The pump segment of the catheter was replaced on (B)(6) 2023. The patient was consulted in another center and the dose of the drug was changed many times. On (B)(6) 2024 the patient had an MRI scan and since then, the physician and the patient had reported a return of the effect of the therapy. It seemed the event had resolved. No other actions were planned at the time of additional information. The pump segment of the catheter that was removed during the revision on (B)(6) 2023 was discarded by hospital after surgery. The patient's weight and age at time of the event was provided.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# unknown, implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: explanted:(B)(6) 2024 product type catheter .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that at the end of (B)(6)2024, the system consisting of the synchromed ii pump and the ascenda catheter were explanted due to the lack of therapy effects. The pump had been given to the rep by the hospital for analysis to see if it could have been faulty. Only the pump was given to me. The catheter was also removed and was not returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the explant date for the pump and catheter was (B)(6) 2024. The lot number for the 8780 catheter was provided. The implant date of the catheter was (B)(6) 2022. The rep also stated that on (B)(6) 2023, the pump segment of the catheter was replaced also on the ascenda 8780 pump segment. The rep stated that the lot number of the new part of the catheter was unknown to them.

Manufacturer narrative:
H3: 8637-20 pump: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.